Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The htr-pmi sexauer rt frt par (item# pm624452, lot# 069370) was not returned for investigation. Photos were provided, which confirmed that the implant received did not match the patient's defect shown in the DHR. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a packaging issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. There were no additional findings or changes to the investigation based on the information provided. The root cause remains the same; the cause is attributed to a packaging issue.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the incorrect implant was in the package. The issue was discovered when the surgery was in progress, therefore the patient was closed and admitted to the hospital until another implant could be made. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Updated: a5, b4, b5, b7, g3, g6, h2.

Event description:
Patient brought to or for cranioplasty. Surgery started in usual manner, when it came time to insert the custom fabricated synthetic cranioplasty, packaging matched the patient's name, birth date and documentation for the planned preoperative 3d model, however the correct implant was not in the box. The surgeon aborted the procedure. Patient surgical wounds were closed and patient was admitted to the neuro unit for drain management and post-operative pain control. Once the correct device was received, the synthetic cranioplasty was performed and the device fit perfectly, with no gaps or excessive overhangs. Patient was discharged to home. Device has been retained in risk management office, but is not available for return to vendor. The sales rep is aware of this issue.